Event description:
Event description guidant received information that this implantable lead exhibited pacing impedances that were slowly rising, currently out-of-range. The thresholds and r-wave measurements are stable. Additional information was recieved stating a procedure will be scheduled as the device is now at elective replacement indicator (eri), and the lead will be tested at that time.